Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse contacted the customer via telephone to address the reported event. Fse, instructed the customer to inspect the device. The customer identified that the waste chute had backed up resulting in the reported error. The customer cleared the waste chute blockage and the error resolved. No further issues were noted. No further information was provided. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 service manual rev b under chapter8 - troubleshooting - error messages was reviewed. 4153 c. Tran-z home overrun the aia-900 service manual under chapter 8- troubleshooting indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is due to the waste chute being.

Event description:
It was reported that the customer received "4153, c. Trans z home overrun" error with their aia-900 analyzer. The customer stated when the error occurred she turned the analyzer off and contacted technical support (ts). Ts instructed the customer to turn the analyzer back, and perform "all set home"; but, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for progesterone (prog ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.